Manufacturer narrative:
On 02/10/2016 01:46 pm (gmt-5:00) added by (B)(6): the device has not been returned but additional communication will be sent to customer requesting it. If we receive it we will do an evaluation and our findings will be provided in a supplemental report. (B)(4).

Event description:
During use, oxygenator observed to leak blood from gas exhaust port.